Manufacturer narrative:
6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned for investigation. Ischemia/thrombosis: in order to make a root cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Vessel perforation (peripheral): impella removed¿leaving wire in place with device pre-closed with perclose x2. A sheath was inserted into preclosed site and iliac artery perforated. The cause of the vessel perforation is determined to be use issue because iliac artery perforated after the sheath was inserted. Device history review: device with passed all post sterile inspection checks.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Pt w/ known peripheral vascular disease. Amputated toes on both extremities prior to admission. Absent distal flow to bilateral lower extremities. Unsure pulses prior to admission at outside hospital. Discussed w/ dr. (B)(6). Reducing vasoconstricting medications. Plan to have vascular team evaluate bilateral lower extremities.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.